Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: the exact date is unknown. The best estimate is on or before the date johnson and johnson was informed of the event which is (B)(6) 2025. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) experienced an issue with kissing haptics. The haptics were described as ¿holding hands¿, which required the surgeon to use two instruments to open them up. The surgeon completed the case using the same lens. However, it took additional time to get the haptics to unfold. No further information was provided.